Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Manufacturer report number: 2017865-2023-17632. It was reported that the patient presented for a device extraction due to infection and device erosion. The pacemaker and right ventricular lead were explanted. The condition of the patient was unknown.